Manufacturer narrative:
Device evaluation: g4, h2, h3, h6 and h10. Result of investigation: the suspect device has been returned to the manufacturer for evaluation, and technical support is unable to reproduce the reported event. Investigation reveals no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. All testing was performed with good known test ac adapter and patient circuit connected. The unit passed 108 hour extended tests at run-in settings with no abnormalities. Passed troubleshooting final test which includes many alarm and ventilation functions.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the ltv 1200 unit went vent inop while connected to a patient. The customer confirmed that there was no patient harm associated with the reported event. At this time, there is no information regarding remedial action taken by the healthcare facility.